Manufacturer narrative:
Additional information was received that the cardiac tamponade, cardiogenic shock and bleeding were a consequences of an anulus rupture from a pre-implant valvuloplasty. The transcatheter valve was not involved in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received information from an external clinical technical support team in italy that documented data for patients with medtronic devices. The information was provided as part of a data set and no other information has been provided regarding this transcatheter bioprosthetic valve. No initial reporter (hcp) information or serial number was received. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an aortic dissection, bleeding, cardiac tamponade and cardiogenic shock was reported. Four units of packed red blood cells were transfused, however the patient expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.